Event description:
The customer stated she thought the cannula had inserted properly when the pod was first activated, but it "came out after about a day." Both the pod site and the back of the pod were wet when the device was removed. Her bg levels escalated to greater than 500 mg/dl while this pod was worn. No explanation as to how the cannula may have become dislodged was given. The pod will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula "came out" in relation to when her bg levels began to rise. No conclusion can be drawn. A review of lot qualification records was performed. No failures were found and the lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification (and not to activities performed on the subject pod, as it was not returned for eval).